Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: b4, g3, g6, h2 [correction], h6 [clinical code, device code, investigation findings, and investigation conclusions), h11. Per the initial report, approximately 6 years and 5 months post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and an inspiris resilia valve was implanted. The reason for explant is unknown at this time. Additional information received via medical records noted that approximately 6 years and 5 post implant of a 29mm sapien 3 valve in the aortic position, the 29mm sapien 3 valve was explanted due to late endocarditis. According to the medical records, the patient presented for an explant for infective endocarditis of the prosthetic transcatheter aortic valve replacement (tavr) valve. The device was explanted and replaced with a 25mm inspiris surgical valve. During the procedure prior to the explant, the valve appeared to be well-seated and the leaflets appeared mildly restricted. After the valve was lifted and explanted, there was a gelatinous lesion noted on the underside. The explanted tavr was sent for pathology but results were not provided. The patient tolerated the procedure well. Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case investigation results suggest that a right knee infection contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), approximately 6 years and 5 months post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and a inspiris resilia valve was implanted. The reason for explant is unknown at this time.